Manufacturer narrative:
(B)(4). Batch # n55e2m. The analysis found that one pcee60a device was returned with no apparent damage and with one gst60d cartridge not loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify if the knife reverse switch was tried and did not work? ¿yes. Or if the manual override lever was used without trying the knife reverse switch?

Event description:
It was reported that during a pancreaticoduodenectom procedure, the knife was not come back to the home position. At that time, the knife reverse switch was not activated and then the device was released with the manual override lever. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient.